Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 returned with no build up of powder, kinking, or discoloration observed. Catheter #2 returned with residual powder within the red hub and slight residual powder within the distal tip. No additional build up of powder or kinking was observed. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed within the tray near the nozzle with residual powder noted within the nozzle. The device was unable to spray as returned. The activation knob was deactivated and no audible discharge of co2 was observed. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device released began to spray continuously when the on/off switch was turned to the "on" position without button compressions. The flow was able to be stopped when switched to the "off" position. The handle was disassembled. The tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. No loose powder was observed in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed within the low pressure valve. No abnormalities were noted within the valve components. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the low pressure valve of the device. The cause of the powder build up is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Continued: section e: phone: (B)(6). The investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was able to spray at first; the powder only came out a little in the beginning and didn¿t come out after that. Even though the catheter was replaced with a spare one, it didn¿t work. It seemed there was no gas coming out even when the button was pressed. The procedure was completed without enough powder. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.